Event description:
Additional information received from the health care provider (hcp) reported that the patient had a new device implanted on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v620560, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a loss of therapy following a reconstructive bowel surgery on (B)(6) 2015. The therapy had not worked since this procedure. When the patient turned stimulation back on she was wetting himself. The patient was in the hospital at the time of this report and was trying to contact the manufacturing representative.